Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Info received indicates the siderail welds are broken which is preventing the siderail from latching.